Event description:
Dealer states the chair would say max back angle, but the tilt would not come back up it would only go down more. Opposite of what it is suppose to do. Call came through technical services, report from prior day. No other information available. Results bad lock out switch and improper wiring.